Event description:
It was reported that occlusion alarms occurred, resulting in the customer's blood glucose level reading as ¿high.¿ customer addressed the high blood glucose by administering a correction bolus via the pump. A system check was performed by technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.